Manufacturer narrative:
(B)(4).

Event description:
It was reported that a blade break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). A 10/2.75 flextome cutting balloon was selected for a percutaneous coronary intervention (pci). During the procedure, an intravascular ultrasound (ivus) was used to view the target lesion and a circumferential calcification was noted. Pre-dilation was attempted using this device but it was unable to cross the lesion. Pre-dilation was performed again using a 2.5/15 non bsc balloon catheter and used again the same flextome and it crossed the lesion. Dilation was performed at 6 to 12atm but the indentation remained. Second dilation was performed and after deflating the balloon, resistance was encountered when the balloon catheter was removed. The cutting blade was noted to be missing. It was unclear whether the pieces of the broken blade was left inside the patient or not but it was confirmed during ivus and angiography that there were no pieces left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the device identified that a blade had lifted off the balloon and 1.5mm of blade pad was also missing. In addition, 4mm of the blade was still attached at the distal end of the balloon. This damage can potentially be the result of the resistance that was encountered as the balloon catheter was being removed. A visual and tactile inspection identified a shaft polymer kink 1mm proximal from the proximal markerband. This damage is consistent with excessive force being applied to the delivery system during use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a blade break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). A 10/2.75 flextome cutting balloon was selected for a percutaneous coronary intervention (pci). During the procedure, an intravascular ultrasound (ivus) was used to view the target lesion and a circumferential calcification was noted. Pre-dilation was attempted using this device but it was unable to cross the lesion. Pre-dilation was performed again using a 2.5/15 non bsc balloon catheter and used again the same flextome and it crossed the lesion. Dilation was performed at 6 to 12atm but the indentation remained. Second dilation was performed and after deflating the balloon, resistance was encountered when the balloon catheter was removed. The cutting blade was noted to be missing. It was unclear whether the pieces of the broken blade was left inside the patient or not but it was confirmed during ivus and angiography that there were no pieces left inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.